Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on or select defib mode because, the associated knob and softkey was either worn or missing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.